Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2013, was chosen as a best estimate based on the date of the mesh was implanted. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2401 - has been used to capture the reportable event of unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - has been used to capture the reportable event of patient had filed a legal claim for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that a xenform graft material device was implanted into the patient during a total abdominal hysterectomy with bilateral salpingo-oophorectomy, anterior and posterior colporrhaphy with mesh, sacrospinous suspension, suburethral sling and cystoscopy procedures performed on (B)(6) 2013, for the treatment of menometrorrhagia, pelvic pain, stress urinary incontinence, stage 2 rectocele, stage 1 cystocele, and dyspareunia. Throughout the course of the procedure, no complications were reported, and the patient tolerated the procedure well. Subsequently, she was transported to the recovery room in a stable condition. As reported by the attorney, the patient experienced an unknown injury. Additional details regarding this experience were not provided.